Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went to their dentist who stated that their overbite is worse and caused their bottom front teeth to chip. They can no longer use the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.